Event description:
A report was received that the patient got a wet tap during the implant procedure. The patient experienced a cerebrospinal fluid leakage and underwent a dura repair. The patient was doing well postoperatively.